Event description:
Patient was found unconscious and brought into hospital where it was noted there was no pacemaker rhythm. Resuscitation was attempted but unsuccessful and the patient died. During resuscitation attempts, high thresholds and increased impedances were noted. Patient had undergone an MRI 2 weeks prior which is thought to be the cause of the high thresholds and increased impedances. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the returned data, as well as the quality documents associated with the manufacture of the pacemaker and the leads. The manufacturing processes for these devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data were evaluated. The follow-up data from (B)(6) 2023 at 15:38 h confirmed a high ventricular pacing threshold of 4.4 v / 0.4 ms. During this follow-up the pacing parameters were reprogrammed accordingly to 7.5 v / 0.75 ms. The data further revealed that two high ventricular rate episodes occurred since the previous follow-up on (B)(6) 2023. No further peculiarities were observed during analysis. Based on all available data the pacemaker functioned as expected. There is no indication of a device malfunction.